Event description:
A customer reported a tandem mobi cartridge alarm during the load process, which was confirmed as cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, advised the customer on using a backup therapy to ensure uninterrupted insulin delivery, and provided instructions for placing the pump into storage mode before returning it. The customer acknowledged and understood these steps and was instructed to return the faulty pump using the provided return box and pre-paid label within ten days.